Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during lead implant procedure, the lead dislodged while slitting left ventricular (lv) lead. The lv lead was explanted and replaced with a new one and the case was completed. No patient complications have been reported as a result of this event.